Event description:
The patient fell in (B)(6) and was scanned for a rib fracture. The doctor noticed the filter had fractured and the secondary struts were in each pulmonary artery. The patient was asymptomatic. Primary struts were up against the renal artery, duodenum, lumbar artery, and ureter. Since every strut was outside the ivc, the doctor decided to remove the filter using (B)(4) retrieval set inside a larger cook medical 16fr sheath. Secondary struts remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The product did not cause the need for additional procedures. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4) expiration date unknown as lot number is unknown. According to information received by william cook europe there has been no additional procedures except retrieval of the filter device. Evaluation is based on the description, the returned filter and the available images. No images from the implant date are received. According to images the filter seems to have perforated the ivc and two fractured filter legs appear in the lungs. The fractured filter legs and the remains of the filter is in normal configuration. Technical investigation reveals no inclusions and no surface flaws in the filter material. Therefore, the two secondary filter legs must have been in a very unusual position which has caused long term fatigue to the filter legs and thereby causing the fracture. Filter perforation of the vena cava wall is a well-known risk and is described as a potential adverse event in IFU. An exact root cause of the event cannot be determined based on the information provided. No evidence to suggest that this device was not manufactured according to specifications. No further action is warranted at this time but william cook europe will continue to monitor for similar incidents.